Event description:
Subsequent information from the local field representative indicated that the patient will continue to be monitored. There were not any plans for intervention. The system remains inservice.

Manufacturer narrative:
As of today, no additional information is available and our investigation is complete. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information via a latitude red alert that this right ventricular (rv) lead displayed high, out of range pacing impedances. A request for additional information has been made. No adverse patient effects were reported.